Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor intact no broken or missing parts.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor experienced an anomaly. The caller stated that the first sensor's electrode was not inserted completely into the user's body. The sensor had a little piece of electrode that became stuck in the needle's cap. The caller also reported that the second sensor did not function after 2 days. The caller stated that the interstitial glucose values fluctuated strongly. The customer's blood glucose was 7.8 mmol/l. The caller was advised to return the first sensor for analysis and replace the device.